Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Method: work order search. Evaluation result: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a foreign material/white stain on the lens surface. The lens was returned in liquid. Conclusion: based on the complaint history, work order search and the inspection of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon was folding a 13.2mm vicmo13.2 implantable collamer lens, -07.50 diopter, for loading, and noted a stain in the lens haptic. The lens was not implanted and there was no report of any patient injury.

Manufacturer narrative:
Method: device history record review. Result: the foreign residue/white stain on the lens haptic was likely to be introduced by the manufacturing related activities at staar. It is likely, the residue from the tool used for inspection was transferred onto the lens haptic surface. Necessary corrective actions were taken to update associated procedures to implement the use of the replacement tool. Review of the risk documentation for this lens model found that this type of failure mode has been evaluated and appropriate mitigation steps have been implemented to ensure this model is designed and manufactured such that the lens meets established specifications. (B)(4).